Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the sheath assembly came apart at the area of the black o-ring. The problem was noticed approximately 1 minute into the ablation phase, when the physician felt fluid on her hand. Immediately after noticing the fluid, the console indicated a 120 cc/min fluid loss. At this point, the physician believed the leak was of no harm to the patient. The physician pushed the sheath assembly back together and proceeded to the cool down phase. The procedure was completed with a second procedure set with no abnormalities noted. However, at the conclusion of the procedure, the physician noticed a burn on the inside of the patient's right thigh. Upon further examination, the patient's vagina appeared to be red, however the physician was unsure if a vaginal burn occurred. The physician applied silvadene cream to the thigh and vagina. The patient was examined by a different physician a few days post procedure. The physician reported that the patient was in too much pain for a vaginal exam. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
Additional information received on (B)(4) 2013 confirmed the patient was evaluated by dr(B)(6), who documented that the patient had a second-degree thermal injury tracking from just inside the posterior fourchette down the perineal body across the left inner thigh and extending down the right thigh. There was no evidence of necrosis or infection. Patient was given hydrocodone for the pain, and started on keflex for antibiotic prophylaxis. A 50/50 mixture of silvadene cream and 2% lidocaine jelly was placed on the thermal injury. Patient was instructed to apply three times daily for the next several days.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the sheath assembly came apart at the area of the black o-ring. The problem was noticed approximately 1 minute into the ablation phase, when the physician felt fluid on her hand. Immediately after noticing the fluid, the console indicated a 120 cc/min fluid loss. At this point, the physician believed the leak was of no harm to the patient. The physician pushed the sheath assembly back together and proceeded to the cool down phase. The procedure was completed with a second procedure set with no abnormalities noted. However, at the conclusion of the procedure, the physician noticed a burn on the inside of the patient's right thigh. Upon further examination, the patient's vagina appeared to be red, however the physician was unsure if a vaginal burn occurred. The physician applied silvadene cream to the thigh and vagina. The patient was examined by a different physician a few days post procedure. The physician reported that the patient was in too much pain for a vaginal exam. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received (B)(4) 2012 states: "on (B)(6) 2011, the patient saw her primary care physician complaining of the burn she received as a result of the hydro therm ablation. Her primary care physician did not provide any specific treatment nor did she refer her to a specialist to address the complaints regarding the burn. The patient returned to her primary care physician on (B)(6) 2011 and there was no mention of her burn. There are no medical records for any treatment after (B)(6) 2011 regarding her burn. It appears that the patient suffered a very minor burn, if any at all."

Manufacturer narrative:
Additional information received on (B)(4) 2012 changed patient age. Age at time of event: was: (B)(6), changed to: (B)(6).

Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the sheath assembly came apart at the area of the black o-ring. The problem was noticed approximately 1 minute into the ablation phase, when the physician felt fluid on her hand. Immediately after noticing the fluid, the console indicated a 120 cc/min fluid loss. At this point, the physician believed the leak was of no harm to the patient. The physician pushed the sheath assembly back together and proceeded to the cool down phase. The procedure was completed with a second procedure set with no abnormalities noted. However, at the conclusion of the procedure, the physician noticed a burn on the inside of the patient's right thigh. Upon further examination, the patient's vagina appeared to be red, however, the physician was unsure if a vaginal burn occurred. The physician applied silvadene cream to the thigh and vagina. The patient was examined by a different physician a few days post procedure. The physician reported that the patient was in too much pain for a vaginal exam. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received (B)(4) 2012 states: "on (B)(6) 2011, the patient saw her primary care physician complaining of the burn she received as a result of the hydro therm ablation. Her primary care physician did not provide any specific treatment nor did she refer her to a specialist to address the complaints regarding the burn. The patient returned to her primary care physician on (B)(6) 2011 and there was no mention of her burn. There are no medical records for any treatment after (B)(6) 2011 regarding her burn. It appears that the patient suffered a very minor burn, if any at all."

Manufacturer narrative:
(B)(4).